Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Report of preoperative history and physical indicates that the radiographs revealed a circumferential linear lucency about the acetabular component, consistent with microscopic acetabular component loosening. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (right side). Update the patient was revised to address pain and metallosis. The sales rep was aware of this information at the time of revision; however, it was reported to depuy late and is now being updated to the complaint. An additional product page was added to the complaint. Dor: (B)(6) 2011. Update (B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Report of preoperative history and physical indicates that the radiographs revealed a circumferential linear lucency about the acetabular component, consistent with microscopic acetabular component loosening. Update: the pt was revised to address pain and metallosis.